Event description:
It was reported that the ventilator stopped during use. It was also reported that the patient recovered, no damage related to the event. Customer info: event report in the early hours of the morning, at around 2am, I heard the sound of the alarm and immediately went to the bed. When I got there, the battery alarm had disappeared and the respirator alarm came on, which was louder. I reset the device and it started working normally again, with the patient ventilating. I stayed there for a while and nothing else happened, so I went back to the station. However, two minutes later, the alarm went off again and remained uninterrupted. When I got to the bed, the device was turning on and off, and the patient wasn't ventilating. I tried turning the respirator off and on again, but to no avail. I tried resetting it, unplugging it, but nothing worked. The device's screen kept turning on and off, until suddenly it stopped turning off and was left with a blank screen full of error numbers. There was no way: I turned off the respirator and it stopped for good. When I tried to turn it on again, the device even tried to work again, but it didn't succeed. What was the ventilation mode of the equipment when the event occurred? Spontaneous mode, ps 14, peep 9, fio2 50%, fr 16, vc 700. The device has no UDI as an UDI was not required at the time the device was manufactured. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.